Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed the likely cause of the chipped adhesives at the distal end is traced to expected or random component failure without any design or manufacturing issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The duodenovideoscope was returned to the service center with a report of yearly maintenance with no report of a malfunction or defect. However, an MDR reportable failure was found during testing. During inspection of the device, the distal end adhesives around both the objective lens and light guide lens were observed. There was no patient involvement.